Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date the rod broke. Patient underwent a revision surgery to remove the broken hardware on (B)(6) 2015. This was due to a non-union posteriorly at l4-5. They put a cage in laterally at that level for this case, and then flipped posterior to revise the hardware.